Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis evaluation. It was found to have a loose grip cable at the grip hub. A visual inspection of the backend found no evidence of damage to the clamping pulley, input disk, or input shaft that could have caused the loose cable. The instrument failed both the intuitive imprecise motion test and the clip test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the tip of a broken hem-o-lok clip became caught on the tip of an unspecified instrument; however, no fragments fell inside the patient. This issue occurred three times during vessel ligation using a medium-large clip applier instrument. The cause of the clip breakage remains undetermined, as no collision with other instruments or hard surfaces was reported. The surgeon noted an unspecified functionality issue with the medium-large clip applier instrument, which was resolved by switching to a backup instrument. Although removal of the broken clips posed a potential risk of vascular injury, all clips were successfully retrieved without patient harm. The procedure was successfully completed robotically.